Event description:
This spontaneous report was received on (B)(6) 2013 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using johnson & amp; johnson floss gentle gum care, fluoride for general oral hygiene (route dental, lot number 1073d, frequency and expiration date unspecified). After an unspecified duration, while pulling the floss, consumer noticed that metal cutter of the floss broke off in two pieces. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is 26-nov-2013. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using johnson & johnson floss gentle gum care, fluoride for general oral hygiene (route dental, lot number 1073d, frequency and expiration date unspecified). After an unspecified duration, while pulling the floss, consumer noticed that metal cutter of the floss broke off in two pieces. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information was received on 13-nov-2013. A review of the data revealed no unfavorable trends and no trend involving lot number 1073d. The final packaging records were reviewed and all quality checks for all in-process testing met specification. The retain sample evaluated dispense properly and does not present defect on the dispenser and neither the cutter. The review of the manufacturing related issues documentation revealed robust actions and effective control points for insert pops out defect. The complaint sample has not been received to date for evaluation; therefore, this complaint shall be closed with a disposition of undetermined. Based on the information available, this device was used as intended for treatment. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.